Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reet2326 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (reet2326) have been reported from the same facility in (B)(6).

Event description:
It was reported, "catheter puncture site infection." Start date: (B)(6) 2020; end date: (B)(6) 2020. The event is a local (catheter site) infection and occurred at the left side of the body. Moderate severity and likely related to the device (catheter) and unlikely related to the procedure and unlikely related to the accessories (guidewire, stylet). Action taken: medication prescribed; device removed. Outcome: recovered, no sequelae. The local infection was confirmed by culture confirmed site infection. Additional details of the adverse event were reported as: "patient was admitted to the emergency room on (B)(6) 2020 because of worsening of general condition, fever and dyspnea. The lungs were free but the piccline was slightly encrusted with blood and discreetly reddened. The patient was treated with antibiotics first by his general practitioner with ciprofloxacin and fluconazole (exact dosage unknown) and in our emergency department with pct 1g (procalcitonin), piperazillin/tazobactam 4,5g once. From (B)(6) 2020 until (B)(6) 2020 was he treaded with piperazillin/tazobactam 4,0g/0,5g three times a day. The piccline removed on (B)(6) 2020. A blood culture of catheter tip was mild positive with coagulase negative staphylococci. The patient could discharged on (B)(6) 2020 at home in better condition."